Event description:
This patient with the above problems entered the hospital with an episode of chest pain. He was evaluated and ruled out for any acute myocardial infarction by cardiac biomarkers. He had no further chest pain. His examination and chest x-ray and elevated bnp suggested congestive heart failure. His automatic implantable cardioverter-defibrillator device was interrogated and noted to be at end of life. A discussion with the patient about simply changing the automatic implantable cardioverter-defibrillator device or upgrading to a crt defibrillator was conducted. Review of his available data indicated that his left ventricular ejection fraction had decreased from 45-50 percent one year ago to 25-30 percent this year with left dilation. Additionally, he had both clinical signs and x-ray evidence and an elevated bnp consistent with congestive heart failure. He reported breathlessness with usual exertional activities. A decision to upgrade the device was made, and this was performed on (B)(6) 2012. Dft testing indicated a dft of 26 joules, which was increased from the initial implant dft of 21 joules. The device was programmed per the settings in the separately dictated report. The postoperative period was uncomplicated. The patient did have some oozing from the incision and a small soft hematoma overlying the new device. Notably, he is on dual antiplatelet therapies, has thrombocytopenia, and had been taking nonsteroidal anti-inflammatory drugs. There was no evidence for wound infection. The device was functioning normally. Chest x-ray demonstrated stable lead positions and no evidence of pneumothorax. The patient reported that he was breathing more easily. He had several short runs of 5 beats of nonsustained ventricular tachycardia. He was felt to be stable for transfer back (B)(6) on this date. His condition on discharge is stable/improved.